Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA leaked. The following information was provided by the initial reporter: material no. 320119, batch no. Unknown. It was reported that insulin was leaking down her skin during injection and last night numbers were higher. Verbatim: consumer called in to find out how to use pen needle. Stated, she was recently put on insulin but did not get instruction on how to take injections. Stated, during injection, insulin leaked onto her skin. Stated, she primes 2 units but wasn't clear as to how many units she should be taking, (mentioned 1 unit and then, 10 units). Stated, last night at 9pm when she went to bed, her numbers were reading 175 and mid-day, numbers reading 250. Went over instruction on how to use. Advised consumer to reach out to her doctor or a healthcare professional to get assistance because consumer was very upset and concerned about her numbers. Explained to consumer I will call her back for product information, allowing her time to reach out to her doctor.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA leaked. The following information was provided by the initial reporter: material no. 320119, batch no. Unknown. It was reported that insulin was leaking down her skin during injection and last night numbers were higher. Verbatim: consumer called in to find out how to use pen needle. Stated, she was recently put on insulin but did not get instruction on how to take injections. Stated, during injection, insulin leaked onto her skin. Stated, she primes 2 units but wasn't clear as to how many units she should be taking, (mentioned 1 unit and then, 10 units). Stated, last night at 9pm when she went to bed, her numbers were reading 175 and mid-day, numbers reading 250. Went over instruction on how to use. Advised consumer to reach out to her doctor or a healthcare professional to get assistance because consumer was very upset and concerned about her numbers. Explained to consumer I will call her back for product information, allowing her time to reach out to her doctor.